Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that during a femoral intertrochanteric fracture procedure, the helical blade did not go through tfn (trochanteric fixation nail). The surgeon removed helical blade and discovered the set screw was advanced. The surgeon then backed out the set screw and re-inserted the helical blade successfully. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 2 for complaint (B)(4). (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Pro code: hwc. No sample was returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.